Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) attempted to work on the station remotely, but an emergency in the picu prevented this. When the fse called back an hour later, no technicians were available to go to the station, as there was only one tech in the pharmacy. The fse called back and replaced the inseparable. The fse checked under pockets and row boards for debris and medications, reseated the row board cable, and cleaned the retractor. The drawer was recovered and tested. Diagnostics were tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.